Event description:
During preparation for cardiopulmonary bypass, the temperature control module did not deliver water at the temperature desired. There were no adverse consequences to the patient as a result of this event.